Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead dislodged while slitting due to the patient's abnormal anatomy. When the lead was re-positioned the parameters were not ideal and the lead was replaced. No patient complications have been reported as a result of this event.